Manufacturer narrative:
Taper ii. The product associated with this report was not explanted and therefore will not be returned to allergan. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has not received the product for device analysis. The product remains implanted. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Pt reported a leaking port. Follow-up: the tubing sections were reconnected through the stainless steel connector and the device was not explanted.